Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.

Event description:
On 27-feb-2025, a clinical diabetes specialist (cds) reported that a user inadvertently delivered most of an insulin cartridge (~100 units) without rewinding or disconnecting from the infusion set. The user self-administered emergency glucagon (baqsimi nasal spray) after their blood glucose (bg) dropped to 41 mg/dl. Cds was unable to reach the user via phone and communicated only via text. At 7:30 pm pst, cds called back to report that ems was en route, as the user did not call emergency services despite being advised to do so. When the user first reached out, their bg was 58 mg/dl but had dropped further before rising to 70 mg/dl post-glucagon administration. The cds emphasized the importance of disconnecting before a supply change, and the user acknowledged the guidance. Attempts to contact the user for follow-up were unsuccessful, as their voicemail was full. Multiple sms messages were sent between 28-feb-2025 and 07-mar-2025 requesting a callback, but the user did not respond.